Event description:
It is reported that the locking ring was damaged during insertion. A new shell was used to complete the surgery.

Manufacturer narrative:
Evaluation summary: based off the provided info, the locking ring was unintentionally damaged during the insertion of the shell. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.